Manufacturer narrative:
(B)(4). The device was returned and evaluated. A visual inspection and functional tests were performed with no issues noted; therefore, the reported condition could not be confirmed and the cause could not be determined. A review of all batch record documents was performed for this product with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a uv flash transfer set spike came out from the port of the uv twin bag during draining. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, a follow-up will be submitted. This report is the same event as (B)(4).